Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: what medical intervention was used to treat the paresis? Surgeon did not report besides the paresis, did the patient experience any adverse consequence due to the issue? No. Did the patient need any different type of post op care due to the paresis? No report. Are there any anticipated long-term effects from the burn or injury? No report. "What specific part of the device was overheating? The jaw, the entire blade to the tip why is it believed that the device may have led to the patient paresis? Surgery reports overheating (excessive heat). What is the surgeon's experience with device? Very experienced surgeon and user of focus since its launch in (B)(6). What heat management techniques were used throughout the procedure? The instrumentator usually uses moist gauze with saline solution throughout the procedure to clean the forceps, as recommended by the manufacturer is the paresis believed to be temporary or permanent? We still don't have an official return on possible sequels, I'm following up with the surgeon and return." Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: is the paresis believed to be temporary or permanent? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable

Event description:
It was reported that during a thyroidectomy with the focus shears the surgeon noticed an overheating that led the patient to paresis.

Manufacturer narrative:
(B)(4). Date sent: 7/7/2022. Additional information was requested and the following was obtained: is the paresis believed to be temporary or permanent? In contact with the surgeon, the surgeon informs that the lesions remain, but believes they are transitórias. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: has any additional information about the patient's paresis been obtained? Did the patient experience vocal cord paresis? If not, what kind of paresis did the patient experience? What is meant by "lesions"? Were there any associated skin burns? Was there any medical or surgical intervention to treat the paresis and lesions?